Event description:
A report was received that the patient was experiencing painful shocking sensation when device was turned on and when sitting down. The patient felt the pain where the device was located. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction as it was shocking the patient. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. All impedance measurements are within the acceptable range. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing painful shocking sensation when device was turned on and when sitting down. The patient felt the pain where the device was located. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction as it was shocking the patient. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. All impedance measurements are within the acceptable range. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing painful shocking sensation when device was turned on and when sitting down. The patient felt the pain where the device was located. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction as it was shocking the patient. The patient was reportedly doing well postoperatively.